Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor pump underinfused solution. The reporter stated that the pump had not fully emptied after six days. The pump was expected to run for seven days. The amount of solution remaining after six days was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.